Manufacturer narrative:
(B)(4): lens remains implanted.

Manufacturer narrative:
Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of this file indicates that the patient was noted to have excessive vaulting which caused a hyperopic shift. The icl was rotated which resolved the problem. The most likely cause of this event is either a cyst or mass in the ciliary body where one of the haptics was positioned, or one of the haptics was folded. When a cyst or mass is present in the area where one of the icl haptics are positioned, or when it is folded in itself, this may push one of the haptics centrally creating a forward bulging of the icl. When this occurs, there would be a hyperopic shift in refraction. When the icl was rotated, it either unfolded the haptic, or repositioned the haptic where a mass or cyst is no longer present. Conclusions: based on the complaint history, work order search and medical review, the most likely cause of this event is either a cyst or mass in the ciliary body where one of the haptics was positioned, or one of the haptics was folded. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The icl was vaulting excessively and the patient returned on (B)(6) 2011 and the icl was rotated. The icl remains implanted and the patient is doing fine.